Event description:
A duo oxygenator leaked blood during bypass. Approximately 400 ml of blood were lost prior to the changeout of the oxygenator, and this blood was replaced with homologous blood. The patient's recovery was uneventful.